Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a device history review (DHR) review is not required. Visual inspection: the system was retuned. Safety clip was missing upon receipt. The tuohy borst adapter was loose and the two-way stop cock was closed. The gray outer sheath was torn off approximately 55mm from the strain relief at the catheter reinforcement area. Stretching in the outer grey catheter was noted at the break. The stent graft was in place and not released. A 3mm gap was present between the atraumatic tip and the distal end of the outer catheter. Dried blood was present between stent graft and outer catheter. No other anomalies were noted. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. It is unknown whether procedural issues contributed to the event. The definitive root cause could not be determined based upon the available information. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in a loop graft, the outer catheter broke. Another stent graft was successfully deployed. There was no patient injury reported.